Manufacturer narrative:
Date sent: 11/12/2009. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Wedge band bypass the analysis results found that the atw35 device was returned in good condition, a white cartridge was noted to have a wedge band bypass as the right side was 1/3 fired and the left side was fully fired. The cartridge lockout was found normal. In addition the cartridge deck was found damaged, the damaged found on the cartridge deck is consistent with damage caused when the device is clamped over a hard object. When this happens the cartridge gets indented; therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band will bypass the sled. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the staples on the right side were not deployed at the third firing when the device was used at the pulmonary vein. The device could be used at the pulmonary artery till the second firing without any problems. Astriction was performed, and then tachocomb (tissue adhesive sheet) was used. There were no adverse consequences to the patient.

Event description:
In 2009, the sales representative reported that during surgery, it was identified that the closure top stripped off on screw. Additional information received via telephone on 11/05/2009, the sales representative reported that during surgery, the surgeon was on the final tightening of the closure tops when the threads stripped on two of the closure tops the surgeon had successfully implanted the third closure top, but he was not comfortable with the screw having had two previous stripped closure tops, so he explanted the third closure top and screw and implanted a new screw and the fourth closure top without difficulty. There was no issue with the third closure top. There were no pieces left in the wound from the threads stripping. There was a surgical delay of 10 minutes.